Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the patient experienced skin issues at the magnet area and was treated with oral antibiotics (duration and date not reported). The implanted device remains.